Event description:
Sample.

Manufacturer narrative:
One disposable infusion set as sample was received and tested by our quality team with the customer's complaint of leakage. The tubing was visually analyzed for defects and the complaint was immediately verified once a deep cut was noticed about 22 inches below the blue clip air in line detector. The cut was then inspected using high power digital microscope. The cut in tubing had clean edges that only a very sharp object could make. The root cause of this issue is unknown due to production not being a possible cause of the failure. A device history record review could not be performed because a model or lot number was not provided by the customer.

Event description:
It was reported that unspecified bd infusion set was leaking. The following information was received by the initial reporter with the following verbatim. It was reported by the customer noticed a leakage coming from the tubing.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.